Event description:
The distributor reported that there was a cut in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for eval. The eval is in progress. A f/u report will be submitted when the eval has been completed.